Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this patient underwent a synchronized shock test in clinic. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. No adverse patient effects were reported. Currently this lead remains in service.